Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was diagnosed with unstable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo, long bifurcation lesion located in the proximal left anterior descending (lad) artery extending to mid lad with 90% stenosis and was 28mm long with a reference vessel diameter of 3mm. The lesion was treated with predilatation and placement of a 3.00 x 32 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with worsening coronary artery disease. Subsequently, coronary angiography was performed and revealed 80% isr in mid lad. The lesion was then treated with balloon angioplasty, resulting in 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).